Event description:
It was reported that this patient was on vacation in italy and received two inappropriate shocks from this subcutaneous implantable cardiac defibrillator (s-ICD) system. The data was checked remotely and it was found that all three sensing vectors failed the automatic set-up tool. Initially, the physician elected to increase the programmed therapy zones to prevent further inappropriate therapy. However, as it was determined that the patient was unsuitable for the s-ICD system due to their condition, the physician elected to program off therapy pending the patient's return to the united states. Once the patient returns home, they will be re-assessed with their monitoring facility. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was on vacation in italy and received two inappropriate shocks from this subcutaneous implantable cardiac defibrillator (s-ICD) system. The data was checked remotely and it was found that all three sensing vectors failed the automatic set-up tool. Initially, the physician elected to increase the programmed therapy zones to prevent further inappropriate therapy. However, as it was determined that the patient was unsuitable for the s-ICD system due to their condition, the physician elected to program off therapy pending the patient's return to the united states. Recently, the patient returned to the united states where the s-ICD system was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported that this patient was on vacation in italy and received two inappropriate shocks from this subcutaneous implantable cardiac defibrillator (s-ICD) system. The data was checked remotely and it was found that all three sensing vectors failed the automatic set-up tool. Initially, the physician elected to increase the programmed therapy zones to prevent further inappropriate therapy. However, as it was determined that the patient was unsuitable for the s-ICD system due to their condition, the physician elected to program off therapy pending the patient's return to the united states. Recently, the patient returned to the united states where the s-ICD system was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. It is unknown if the explanted s-ICD system will be returned in the future.